Manufacturer narrative:
Exact date unknown, event date occurred on (B)(6) of 2016. Explant date: (B)(6) 2016. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18230830 / 18230830.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.